Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported out of range shock impedance measurements were reported since the implant. The other values such as pace impedance measurements and pacing thresholds were stable. It was noted that a synchronous shock was delivered with the shock value being normal. A fracture of this right ventricular lead was suspected. Additional information noted that this patient was seen and a test shock was performed, which showed normal shock values. Thus, no revision took place and the system remains implanted.